Event description:
It was reported that during part replacement due to expiration by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had a safety disc failure out of the box. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that due to the "out of box failure" it would not pass the "autofill test". Actually fse had identified this issue when they were exchanging the parts and that were due for replacement assembly, safety disk. There is no involvement of the patient during this incident. Cleared for clinical use. The failure analysis and testing dept. Received part number safety disk with a reported unit failure out of box failure. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat dept. Installed safety disk in the cardiosave test fixture and tested to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Found that the safety disk failed membrane test status at pressure differential of 8 mmhg. The failure analysis and testing department verified the failure of the safety disk test. Safety disk failed the test. Retaining the safety disk in fat department per procedure 0002-07-008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.